Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer due to it being defective. The inspiratory pressure transducer was not returned for investigation as the part was discarded. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: #(B)(4).